Event description:
The customer reported that at the start of the procedure, there was insufficient traction and the probe would not cut. The doctor switched to another probe and continued the surgery with no problems. Prior to the surgery, the probe made an unusual sound during the initial test phase. There was no consequence to the pt outcome was good. However, the pt had a pre-existing retinal detachment that could have become worse.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.